Event description:
Reporter has a bed that the right foot siderail will not latch. Tsr stated siderail will not latch due to fluid adhering itself to siderail mechanism. Lubricate siderail mechanism with teflon lubricant.